Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 7438, serial# (B)(4), product type: programmer, patient; product ID 3387-40, lot# v006488, implanted: (B)(6) 2006, product type: lead; product ID 3387-40, lot# v006488, implanted: (B)(6) 2006, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient turned off their left device two weeks prior to report and when the patient turned the stimulation back on he began coughing. It was noted that the patient had "a history of cough, long time." It was also stated that the patient developed dyskinesia about two weeks prior to report and the patient had been dealing with some medication changes. The caller reported the zero and three electrode pair was greater than 2000 ohms and the rest of the impedance measurements were within normal limits. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.